Manufacturer narrative:
Event was received from eye care practitioner to coopervision (B)(4). Pt was a walk-in and referred to a specialist. No additional info has been received. Method: no lot info, no lenses, no device info, no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no clear indication that the device could have caused or contributed to the event. Conclusions: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional info.

Event description:
Pt was a walk-in of a practice. Pt does not typically sleep in lenses, but slept in them for two nights and came into the eye care practitioners office and was diagnosed with a corneal ulcer in her left eye on (B)(6), 2011. Pt was referred onto a specialist. No additional info has been received despite several requests.